Event description:
On (B)(6) 2011, patient reported it is hard to read the infusion device display due to vertical lines where the decimal point and numbers of the basal rate are. This was first noticed 6 months prior to report. Patient has changed the battery, but this did not resolve the concern. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.